Event description:
According to the available information, in a neonatal intensive care unit, a nurse wanted to remove the urinary catheter from a new born. After deflation of the balloon, the nurse felt resistance during extraction of the last 0.5 centimeters; the catheter seemed impossible to remove. The catheter was introduced again, lubricated, then extracted with success, but with force. The catheter was tested once after removing it; the balloon correctly inflated but did not fold correctly during deflation, taking the aspect of a "ring". There was no clinical consequence for the newborn.

Manufacturer narrative:
Lot number: 08136651. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
A review of the complaint was performed and it was determined that the catheter was inflated with more liquid than was indicated by the valve. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.